Event description:
Ous MDR - after an implantation time of about 33 months, an increase in pacing threshold to 4 v was noted. At the same time, an impedance >3200 ohm was seen. No worsening of the patient's state of health was reported. Selox st 60, (B) (4), MDR 1028232-2010-00846.

Manufacturer narrative:
Ous MDR - the visual analysis of the pacemaker showed scratches on the pacemaker housing. The lead attachment screw for the different lead contact showed nothing abnormal in the analysis. The screw could be screwed in and out easily. A lead could be contacted sufficiently. The spring element also did not show anything unusual in the analysis. It was noted in the incoming goods control that the pacemaker was programmed to ssi mode with 50 ppm and 4.8 v at 0.4 ms. The pacing polarity had been set to unipolar and the sensing polarity to bipolar. The pacemaker underwent a complete function test, and nothing unusual could be found. The pacing and sensing functions of the pacemaker were checked. There were no pacing or sensing defects.